Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(6) 2016. The observed the issue the customer reported and found the source of the issue to be the evacuation bypass valve (ebv). The cfse replaced the ebv to resolve the issue. (B)(4).

Event description:
The customer reported bf (body fluid) control failure failed level 2 (rbc running low/failing) on thie iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.